Event description:
It was reported that the patient had a loss of therapeutic effect. The patient noticed that her symptoms returned the night prior. The patient was having issues trying to hold her urine. The patient noticed that the stimulation was not as strong the day prior and she could barely feel it at night. Stimulation was felt the day of report but it was not as strong. It was stated that the therapy had helped the patient's symptoms by about 50%. The patient was still urinating every 2 hours. The patient had an appointment scheduled with her health care provider on (B)(6) 2012. The patient increased stimulation and stated that she felt the stimulation in her vaginal area on the right hand side. The patient was going to monitor symptoms. The patient stated that she had felt stimulation intermittently. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va006qt, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).